Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date and MFR date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: ·the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis reference internal complaint (B)(4). Not returned to manufacturer.

Event description:
It was reported the physician performed a novasure endometrial ablation on (B)(6) 2017 and the patient was discharged home. "The patient returned to the hospital 48 hours post-procedure with fever and pain. She became hypotensive and was admitted to the ICU for presors and broad spectrum antibiotics. A chest x-ray and abdominal CT-scan were negative for collections or evidence of bowel injury. After 24hrs, there was improvement in her symptoms and fever but she was still being treated aggressively for sepsis". On (B)(6) 2017 it was reported by the physician that "the patient underwent a laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2017. Post-operatively, she became septic and required blood products and reintubation with admission to the ICU. Subsequently, she improved and is continuing on antibiotics for enterococcus identified on blood cultures".